Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the original implant date is unknown. Patient had reaction to metal -on-metal implants. Also, experienced limited range of motion due to cup being malpositioned. Cup, liner and head were removed. Biomet cup and liner implanted and depuy delta ts head was implanted. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # : (B)(4). UDI: (B)(4).

Event description:
Litigation alleges friction and wear between the metal head and liner caused large amount of toxic metal ions to be released into the patient's body resulting to pain and discomfort. Doi: (B)(6) 2011 ¿ dor: (B)(6) 2018 (left hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.